Manufacturer narrative:
During an internal review on 15-may-2024, noted a correction to the 3500a initial as in error the head of ep contact information was omitted. Therefore processed the following fields, accordingly: e1. Initial reporter title: dr. E1. Initial reporter last name: (B)(6). E3. Initial reporter occupation: physician. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve leak issue occurred. The valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium airlock at the end was leaking, air was always coming out. There was no patient consequence. Additional information was received. It was not broken, cracked or totally separated. The hemostatic valve did not dislodge inside the hub nor outside of the hub. The valve that was on the lock was not tight. The valve was leaking. The brim cap / hub did not become detached from the sheath

Manufacturer narrative:
Additional information was received on 21-may-2024. The user information was provided. Therefore, updated e1. Initial reporter title, e1. Initial reporter first name, e1. Initial reporter last name and e1. Initial reporter email. The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The device evaluation was completed on (B)(6) 2024. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium airlock at the end was leaking, air was always coming out. There was no patient consequence. Additional information was received. It was not broken, cracked or totally separated. The hemostatic valve did not dislodge inside the hub nor outside of the hub. The valve that was on the lock was not tight. The valve was leaking. The brim cap / hub did not become detached from the sheath. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).